Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in two pieces of connector portion measured 15.0 cm and distal portion measure 50/9 cm. Final analysis found external insulation abrasion due to friction to another device or feature of the heart was noted at 10.0 to 10.9 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.